Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the latching pins were stuck and not functioning as required. The gear, shoulder bolt, and washers were replaced. Additional unrelated repairs were performed and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following reports are related to this complaint: 0001526350-2023-00547. 0001526350-2023-00548.

Event description:
No additional information is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Event description:
It was reported that the unit was not functioning properly. The pins were stuck with a cutter inside and graft did not easily travel through mesher. The unit had been extremely difficult to close and open since it was purchased. The issue did not occur during surgery and there was no patient involvement. There was no reported patient impact. Due diligence is complete and there is no further information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.